Manufacturer narrative:
(B)(4). Concomitant medical products: m2a-magnum mod hd sz 46mm pn 15446, lot 368620, taperloc por fmrl 10x140, pn 103204 , ln 608450, m2a-magnum 46-50 t, pn cp162166, ln 625460. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02140.

Event description:
It was reported that patient underwent a revision procedure approximately 9 years post-implantation due to elevated metal ion levels. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of visual examination of the provided pictures identified the taper is assembled to the head. The taper has damages and scratches likely caused during removal. The inside taper of the head identified dark debris consistent with corrosion. No other evaluation can be made. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends.